Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the field service engineer via service request that a vapr3 generator are being returned by the sales rep. The unit failed electrical safety test due to a bad psu board. The psu board was replaced to address the problem. Unit was restored to full functionality.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> there was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. Unit failed electrical safety test due to a bad psu board. The psu board was replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The bad psu board is the root cause of the identified problem. There are no indications from this complaint investigation that the failures are manufacturing-related as the device serial number indicates it is more than 20 years old, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.